Event description:
The reporter called and alleged discrepant results when comapred to a lab. The reported device result was >8.0, 5.7, 80 and 4.0 inr. The corresponding reported lab result was 3.0, 3.2, 4.7 and 2.7 inr.